Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue, as the ict module failed upon first use. Labeling was reviewed and found to be adequate. The issue was resolved after installing the new ict module. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely depressed sodium results on the architect c4000 analyzer. The following data was provided: 118, 116, 114, 119 and repeated on another analyzer as 138, 141, 138, 136. There was no impact to patient management reported.